Event description:
It was reported that occurred with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "information from end users manager about needle stick injury which happen during needle stick was activated and going to disposal by nurse. She is trained for use of that device. She has been told that she heard click about activation, but suddenly same time she was putting needle to disposal (waste) the needle puncture her hand skin. Safety shield must have been fallen away covering the used needle. Update (B)(6) feb: information from manager of phlebotomist who got needle injury: for both to phlebotomist and patient samples taken (B)(6) 2020 were negative about hepatitis and hiv antibodies. No request for control samples any more." ___

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for needle stick with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1465371. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Device expiration date: unknown. The reported lot# 9228818 was not found for the catalog number. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that occurred with a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder. The following information was provided by the initial reporter, "information from end users manager about needle stick injury which happen during needle stick was activated and going to disposal by nurse. She is trained for use of that device. She has been told that she heard click about activation, but suddenly same time she was putting needle to disposal (waste) the needle puncture her hand skin. Shafety shield must have been fallen away covering the used needle. Update 21st of feb: information from manager of phlebotomist who got needle injury: for both to phlebotomist and patient samples taken (B)(6) 2020 were (B)(6) about (B)(6) antibodies. No request for control samples any more."